Event description:
The pt had bilateral mastectomy with tissue expanders and alloderm placed (B)(6) 2011. The pt developed cellulitis, erythema, and tenderness, which worsened and led to the pt being hospitalized on (B)(6) 2011 for IV antibiotics. Cellulitis improved, and pt was discharged home. After the pt received another round of chemotherapy, the cellulitis reappeared, leading to another hospitalization on (B)(6) 2012. The pt had expanders removed, but the alloderm was shown to be incorporated and was left intact. Cultures taken at the time of surgery grew afb, identification pending at this time.

Manufacturer narrative:
Our investigation into the complaint related lot b41076 includes the following: review of the donor record, with no remarkable findings. Review of microbiological test results for the incoming skin and final product (alloderm) revealed no pathogenic organisms in the cultures, as defined by (B)(4). Review of the processing records resulted in no remarkable findings; there were no deviations related to the nature of this complaint. Query of the lifecell complaint database revealed no other complaints reported to lifecell against this lot. Tissue recovery partners were contacted with no response to date. To date, of the 15 grafts processed for lot b41076, 14 grafts were distributed with 10 grafts reported as having been implanted. Although final cultures results were not yet available, the initial report of "afb rapid grower isolated" provided by the site most likely indicates a member of the nontuberculous mycobacteria family. Mycobacterium is a rare, opportunistic pathogen associated with surgical wound infections and typically sourced from water and soil. Overall, mycobacterial disease appears to be on the rise worldwide for unk reasons following breast surgery utilizing prosthetics (i.e. Breast expanders, breast implants). This pt exhibited a typical presentation of rapid grower isolated mycobacterial infection including delayed symptom onset, initially negative cultures and refactory response to first line antibiotic therapy requiring long term treatment with second line antibiotics. The pt was receiving chemotherapy during the incident, likely causing a certain degree of immunosuppression and increased risk of acquiring an opportunistic infection. Given this and the result of the quality investigation, it is highly unlikely that the infection is related to alloderm.